Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was missing pixels. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer reverted to alternate insulin therapy.